Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02482.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02482. It was reported that during the trial lead pull on (B)(6) 2019, infection was found at the lead site. The patient was hospitalized and given IV antibiotics. Reportedly, the infection resolved.